Event description:
Physician was using electrosurgical pencil in the cutting position when md leaned against cord and was burned on elbow. Burn was severe enough to numb md's hand for at least 5 minutes. This type of event has occurred on 2 other occasions at rptr's facility.